Event description:
The customer obtained a false negative, repeatable vitros immunodiagnostics products anti-hav igm result on a known positive anti-hav igm quality control fluid when using on the vitros eciq system. Biased patient sample results did not occur. However, if biased results of the magnitude and direction were observed on patient samples, it could lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
Investigation into this event determined that the event was related in instrument performance. The filed engineer addressed well wash module and post service the instrument was returned to expected operation. The root cause of the event was instrument related.